Manufacturer narrative:
A batch record review of lot c736 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. Trends were reviewed for complaint category, leak centrifuge alarm. No trend was detected for complaint category, leak centrifuge alarm. No CAPA was initiated for this complaint category. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specs bases solely on the info provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report an aborted treatment due to a blood leak centrifuge alarm which could not be cleared. The alarm occurred during the fifth cycle. The customer stated she removed the bowl from the centrifuge well to inspect it. The customer could not determine if there was a leak, but noted some red cells at the top of the bowl seal. The customer denied any other problems during this treatment. The pt was started o na different kit. The pt's condition was reported as stable. No service order was generated. The kit has been disposed of, thus it will not be returned for eval.